Event description:
It was reported that this pacemaker had 2.5 years battery remaining at the last check and during the recent checked it has reached to end of life (eol). Data analysis was requested and analyzed which showed that the right ventricular (rv) was changed to auto at the previous follow up session. The device was re-programmed closed to end of the battery life and was impacted to the time to elective replacement time (ert). Due to the programming change, this device displayed ert earlier than previous estimation. Furthermore, device was then urgently replaced as the battery was depleting since the rv output has been changed. For the last 6 months, the device was still eol and physician requested for analysis. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, <<it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that this pacemaker had 2.5 years battery remaining at the last check and during the recent checked it has reached to end of life (eol). Data analysis was requested and analyzed which showed that the right ventricular (rv) was changed to auto at the previous follow up session. The device was re-programmed closed to end of the battery life and was impacted to the time to elective replacement time (ert). Due to the programming change, this device displayed ert earlier than previous estimation. Furthermore, device was then urgently replaced as the battery was depleting since the rv output has been changed. For the last 6 months, the device was still eol and physician requested for analysis. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.